Event description:
The hcp reported the pt was experiencing mild agitation everyday for 1 - 2 hors per day. A side port access was reported as reported as normal. Xrays were done and reported as normal. The reservoir volumes had been normal. The pump was explanted and replaced in 2006, after an implant duration of 84 months. The pt is reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port - cap lifted, but still attached and functional.